Manufacturer narrative:
This report is filed on august 28, 2019.

Event description:
Per the clinic, the patient experienced skin breakdown at implant site (date not reported); clinical management is ongoing.